Event description:
Information received notes that the patient's spontaneous ventricular rate was 30 bpm and the atrial rate was about 80 bpm. During the implant procedure when the device was placed into the pocket, the ECG showed p-wave undersensing. When removed from the pocket, the device exhibited p-wave synchronous pacing, then p-wave undersensing. When the leads tested normal, a new pulse generator was placed with no further problems.